Event description:
While restocking the robotic surgical supply cart in the operating room, writer retrieved intuitive suction irrigators from the overstock supply area and noted the outside of the sterile packaging on 5 of the items appeared to have fluid damage. We must presume they are no longer sterile due to compromised package integrity. All 5 damaged items are of the same lot number and presumably came in the same case, which contains 6 items. The 6th irrigator is no longer in the department, indicating that it had been used during a surgical procedure. It is impossible to know which patient's procedure this was, though all packages are checked for integrity and sterility at the time of opening for a procedure so it is likely that the 6th package did not show any signs of being compromised. All affected product was removed from the shelf.